Event description:
According to the complainant, after the procedure was completed, the physician noticed a small white area on posterior vagina. The patient was treated with silvadene cream and discharged. It was further observed after device cleaning, the hta sheath appeared to have a "pin-hole" approximately three inches from the end of the sheath. No patient complications were reported as a result of this event. The patient's condition was reported as "fine".

Manufacturer narrative:
The lot number for the hydrothermablator procedure set is not known; therefore, the device manufacture date and expiration date cannot be determined. A visual examination of the returned device revealed a pin hole three inches from the end of the sheath. Root cause is unknown.